Manufacturer narrative:
The customer returned both complaint meter and a 50t strip bottle of test strips that contained 88 strips indicating that the strips were mixed by the customer which is user error as improper storage. I-sens performed specific investigation to analyze the cause of higher reading. As a result of control solution test, all the results were within standard range and the cv% was below 5 which met the acceptance criteria of I-sens. However, there was inflow of blood into the meter's strip connector when the meter was disassembled. Thus, it is assumed that the returned meter functioned properly again after the blood had been removed or displaced by repeated strip insertions.

Event description:
Received e-mail: I am not sure of the accuracy of our glucometers. They appear to have readings that do not seem correct. Went to a diabetic call for (B)(6) this morning. Family had obtained her glucose and stated it was 40mg/dl prior to our arrival. Patient was unresponsive. We obtained a glucose reading and it was 53mg/dl. We administered half an amp of d50, and the patient's glucose level shot all the way up to 435mg/dl which I have never seen with the administration of just a half amp. Within two minutes of the glucose reading of 435mg/dl, we obtained another reading and it showed 184mg/dl. This patient remained unresponsive for quite some time and we ended up transporting her to the hospital. When we arrived at the hospital as soon as we pulled in, I obtained a last glucose reading to compare with the hospital and we received 121mg/dl. When redmond obtained a glucose, they received 74mg/dl. I'm not sure how we check this but (B)(6) and I have had this problem before with another patient to where we had obtained glucose levels that were in the high 60s and as soon as the hospital obtained it, they had in the 40s. I'm not sure if (B)(6) advised you of this one or not as it was his patient and this one was just after we had changed glucometers. I'm not sure how we check the accuracy of our glucometers, but I wanted to bring this to your attention. He is very close to pulling the supplies due to too many incidents. Verified customer cleans hands with alcohol before testing and uses fingertip as a testing site. Customer also allows hands to dry thoroughly, changes lancets for every test and doesn't have trouble getting a sample of blood. Verified the strips have been opened for less than one month. Meter and strips are stored together in the back of the ambulance truck under controlled temperature that range 70-75 degrees. I verified the paramedic transport time was less than 12 minutes to ER.